Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 14.8-15.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe was intact at this location. A fracture of the inner coil was noted at 15.0cm from the connector pin consistent with fatigue. This is consistent with the observation from the field of sensing anomaly, high lead impedance, and unacceptable thresholds.

Event description:
It was reported that sensing anomaly, high impedance, and high capture threshold were observed. X-ray revealed svc stenosis. Upon explant, lead damage was noted. The lead was replaced. Patient was in good condition post-procedure.